Manufacturer narrative:
(B)(4): the customer reported that the device failed op check, displayed a service required message, and indicated shock not delivered. The device was evaluated at philips. The symptom was verified. The issue was localized to the processor pca. Replacing the processor pca resolved the issue.

Event description:
The customer reported that the device failed op check, displayed a service required message, and indicated shock not delivered.